Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, cardiac tamponade was noticed due to drop in blood pressure and confirmed using intracardiac echocardiography (ice). Anticoagulation was reversed using protamine and pericardiocentesis was performed. The treating physician assessed the relationship between the ablation system devices and the tamponade to be unlikely, with the likely cause of the tamponade being one of the other catheters (possibly the coronary sinus catheter) used in the procedure. The procedure was stopped and the patient extubated. The extubation exam noted no left arm movement which was diagnosed as a likely stroke. A computed tomography (CT) head scan did not show a bleed. The relationship between the ablation system devices and the stroke cannot be conclusively determined, but was deemed possible by the treating physician.

Manufacturer narrative:
No device deficiency was reported. Stroke is a known possible adverse event disclosed in product labeling. Only the stroke is being coded in section h6 of this MDR as the tamponade was deemed unlikely to be related to the ablation device system by the treating physician.